Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. It was confirmed the difficulty removing the catheter from the pump was part of the event involving the flow issue. The explanted catheters were discarded. The cause of the event remained unknown. No further information was able to be obtained from the healthcare provider (hcp); the company representative had confirmed this with the hcp.

Event description:
The following information was previously reported in MFR report # (B)(4): information was received from a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the oval marks on the pump connector had come off at a pump replacement. They were unable to remove the sutureless connector (sc) from the pump. The healthcare provider (hcp) was attempting to cut off the sc. No symptoms were reported. It was later reported that the hcp had successfully separated the catheter from the pump. There were no further complications reported at this time. MFR report #: (B)(4) is now inactive (duplicate) and any further information received will now continue to be reported in MFR # 3004209178-2019-09274.

Manufacturer narrative:
Continuation of d11: product ID: 8780, lot#/serial#: (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2014, product type: catheter. Product ID: 8784, lot#/serial#: (B)(6), implanted: explanted: product type catheter product ID 8782 lot# serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 2017-06-04, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the initial reporters name and contact information.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial #: (B)(4), product type: catheter. Product ID: 8782, serial #: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. Product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. Product ID: 8782, serial #: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 22-nov-2019, UDI #: (B)(4). Product ID: 8782, serial/lot #: (B)(4), ubd: 28-oct-2015, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-apr-17, information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient receiving an unknown drug via an implantable pump for intractable spasticity. Information received form a device registration sated, "this catheter (8784, sn: (B)(4)) was not able to fix the flow issue of the pump so the doctor implanted a new one instead". An e-note in the file stated, "8784 was not used. It looked like there was a splice at pump connector catheter end. Connected 8784 but that did not correct catheter flow issue. A new catheter was implanted. Please do not charge for the 8784".